Event description:
Patient representative reported right side "pain, rippling and capsular contracture" baker grade unknown, "mental stress, anxiety, worry, humiliation, fear, and concern." The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture (baker grade unknown).